Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the surgery performed on (B)(6)2023 was successful. Confirmation of the success occurred on (B)(6)2023 when the patient visited the clinic. The ins serial number was unknown. No cause was determined. There were no visual signs for out of range impedance. During the surgery, the extension was removed from the header and inserted again. All devices functioned again.

Manufacturer narrative:
Concomitant medical products: product ID 09100 lot# serial# unknown product type section d information references the main component of the system. Other relevant device(s) are: product ID: 09100, serial/lot #: unknown, report source: the country of origin is the netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient underwent a battery and extension replacement. The healthcare provider measured the impedances intra-operatively and everything appeared to be fine. It was unknown when exactly the impedances were measured during the surgery and after finishing the surgery and closing up the patient, the impedances were measured again, and all connections showed as greater than 40,000 ohms. It was verified that the correct ins port was programmed and that the unused ins connector was plugged. It was noted that the ins had not been detached from the extension after measuring, and they thought screwing the extension in went well. Additional information received from a manufacturer representative. It was reported that the issue occurred after reprogramming at the clinic several hours after the surgery. During and at the end of the surgery the impedances were within range. The cause of the issue was not determined. Intervention/surgery was planned for (B)(6) 2023 and the issue had not been resolved. The patient did not have effective therapy.